Manufacturer narrative:
Block h6: imdrf f1001 captures the reportable event of aborted procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the distal common bile duct for biopsy during a cholangioscopy procedure performed on (B)(6) 2026. During the procedure, it was reported that forceps could not be advanced through the distal tip of the spyscope. The path of the scope was noted to be tortuous. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.